Manufacturer narrative:
Device received with broken reservoir tube lip and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump[ was damage and plastic ring around the reservoir was broke off as well as reservoir lip ring was chipped. Customer's blood glucose level was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Insulin pump will be returned for analysis.